Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer tripped and fell and the touch screen became shattered. The touch screen became black and customer was unable to the touch screen and interact with it. There was no adverse impact to customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.